Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The unique device identifier is unknown as the device is greater than 15 years old.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken in 2010 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.